Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316, lot: 15578252, description: next generation anchor kit-sterile lead; sc-8216-50, (s/n (B)(4)) the returned lead was analyzed and the complaint of broken cables was confirmed. Visual inspection revealed the lead bodies had two pronounced kinks approximately 9 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. Visual inspection revealed distal electrodes 6l, 7l, 12r and 16r were partially dislodged from the paddle silicone, but still attached to their respective cables. Electrodes 13-15 were not returned. There were exposed cables. Clik anchor sc-4316 (lot 15578252) analysis of both anchors indicated both had one fractured eyelet each. There was no missing silicone.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead fracture. The patient had been experiencing loss of stimulation. During the revision, the physician noticed several dislodged contacts and exposed filament. All of the contacts were removed from the patient.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead fracture. The patient had been experiencing loss of stimulation. During the revision, the physician noticed several dislodged contacts and exposed filament. All of the contacts were removed from the patient.